Event description:
A nurse reported that during vitrectomy surgery there was no aspiration. They exchanged the cassette, but it didn't resolve the problem. They exchanged the system and completed the surgery after a two hour delay. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).